Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1102 "primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1102 "primary alarm failed" error occurred. The rse evaluated the device with the bme, confirmed the 1102 error code in the significant log, and found that speaker #2 was failing to the power management (pm) printed circuit board assembly (pcba). The rse provided the bme with the part number of the replacement speaker for repair, and the bme informed the rse that the speaker will be ordered. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that a 1102 "primary alarm failed" error occurred. The remote service engineer (rse) evaluated the device with the bme, confirmed the 1102 error code in the significant log, and found that speaker #2 was failing to the power management (pm) printed circuit board assembly (pcba). The rse provided the bme with the part number of the replacement speaker for repair, and the bme informed the rse that the speaker will be ordered. Per good faith effort (gfe) response, the bme stated that the replacement speaker was in fact ordered for repair, and the bme replaced the defective speaker to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.